Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had a cracked reservoir tube lip, minor scratches on the display window and a cracked case at the display window corner.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the customer experienced a high blood glucose event of 550 mg/dl. Troubleshooting was initiated to inspect the insulin pump for damage and functionality. The drive support cap appeared undamaged, the prime process and high pressure test were successfully completed, and there were no alarms present in the alarm history. The customer was advised that the insulin pump functions as designed, but the customer insisted upon a replacement. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.